Event description:
I had lasik and an additional lasik enhancement back in 2001 in (B)(6). Immediately afterwards (within a few weeks), my eye sight reversed back to being nearsighted again, and progressively got worse. I had follow ups at the clinic for a year. My initial symptoms included very dry eyes (almost glued like in mornings), and night hallow/starry effect. A month prior to surgery, the doctor told me that I had thinner corneas (less than 500 micron) and suggested prk. However, on that day of the surgery, he took three point corneal thickness measurements with ultra sound device and declared I am ok for lasik. My flap was lifted and surgery performed. I still don't understand how a three point reading by hand was better than the thickness measuring machine. My eye sight was ok 20/20 for two weeks, then progressively deteriorated. After three months, he performed an enhancement procedure as well, and made it worse. During the course, I tried soft lenses, glasses, until my vision could not be further corrected with glasses...then in 2007 I saw an optometrist who prescribed rgp hard lenses for correction, and diagnosed me with ectasia/keratoconus. Hard lenses were uncomfortable on my already damaged corneas, I tolerated with pain next few years going from pair after pair. I even went overseas to look for options and tested custom fit hard rgp lenses, still struggled with fitting and irritation. It impacted my work as well, I became very shy at meeting people and holding business conversations eye to eye. I was finally referred to (B)(6) for sight (what a miracle), here I was fitted over a six month period with a custom scleral device lens. It was the best thing since sliced bread! I longer had dry eyes, and my vision improved to 20/20 in both eyes. When I look back what I know now I never would have gone for lasik with my thin corneas, and the surgeon never suggested that I was at risk and should not go for surgery. The evidences was in the orbscans showing clearly thinning corneas (red zones/circles). I am lucky to still have my sight and able to wear scleral devices from (B)(6).